Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an av node ablation, externalized conductors were observed under fluoroscopy. The patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted. The patient will continue to be monitored with regular follow-ups.